Event description:
It was reported that the biomed stated the arctic sun device level sensor was full which would only take 1.5 liters of water. Then they drained the device while it was off, and when they powered it on, they observed an empty reservoir alarm. They filled the device and confirmed that it takes only 1.5 l, the chiller temperature (t4) was 23.6 c, the left drain port was drained, and no water was present. The mixing pump failed, and the biomed will order and replace the mixing pump p/n and pricing given.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. They drained the device while it was off, and when they powered it on, they observed an empty reservoir alarm. They filled the device and confirmed that it takes only 1.5 l, the chiller temperature (t4) was 23.6 c, the left drain port was drained, and no water was present. The mixing pump failed, and the biomed will order and replace the mixing pump p/n and pricing given. Per follow up information, it was reported that the pump was replaced. They could not remember which pump to be exact due to how long it had been since the complaint and did not send the device in for evaluation, repaired the device by them. The issue was resolved, and the device had been returned to circulation. No patient involvement. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed stated the arctic sun device level sensor was full which would only take 1.5 liters of water. Then they drained the device while it was off, and when they powered it on, they observed an empty reservoir alarm. They filled the device and confirmed that it takes only 1.5 l, the chiller temperature (t4) was 23.6 c, the left drain port was drained, and no water was present. The mixing pump failed, and the biomed will order and replace the mixing pump p/n and pricing given. Per follow up information received via phone on 19oct2023, updated entry description (see attachment). It was reported that the pump was replaced. They could not remember which pump to be exact due to how long it had been since the complaint and did not send the device in for evaluation, repaired the device by them. The issue was resolved, and the device had been returned to circulation. No patient involvement.